Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the unicel dxl 800 access instrument. A pt sample was tested for accu tni and a result of 0.66ng/ml was obtained. The accu tni result was reported out of the lab. The original sample was re-tested for accu tni twice and lower results were obtained (0.36ng/ml and 0.11ng/ml). In addition, the original sample was tested for accu tni on a different instrument in the customer's lab and the initial result was 0.54ng/ml and 0.16ng/ml upon repeat. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. Sample pre-analytical information not provided. A field service engineer (fse) was dispatched to the customer's lab in 09//2006. The fse performed a preventive maintenance (pm) to the instrument. (No information why pm was done). The fse conducted a diagnostics testing which passed within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.